Manufacturer narrative:
(B)(4). Concomitant medical products: 42500606401, persona ps standard femoral, 62763523, 42512600718, persona cps ve art surface, 63389469, 00598901215, provisional for stem extension, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02995, 0001822565 - 2018 - 02997. Discarded.

Event description:
It was reported that patient underwent a revision procedure approximately four years post-implantation due to pain and stiffness. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
It was identified this report was submitted under the incorrect manufacturer number and is now being submitted under 0002648920-2018-00637. Please void this submission.